Manufacturer narrative:
Additional information received indicated that upon admission for the ongoing driveline infection the driveline exit site was noted to be reddened, warm and draining. Cultures of the driveline exit site proved to be positive for klebsiella. The patient was initially treated with oral and intravenous antibiotics. The clinical engineers visited the site after the surgical revision to inspect the driveline and found further blood in the inner lumen towards the driveline connector. This blood appeared to have coagulated and was not free-flowing. The previously applied suture was removed since it had caused a circumferential cut (further damaging the inner lumen). After considerable discussion, the site decided to apply silicone tape to cover the outer sheath and to prevent further blood leakage into the inner lumen. The site was informed that this measure would not prevent further contamination nor would it impact the section of the driveline within the patient. The pump was not returned to heartware for evaluation as it remains implanted in the patient. Review of the manufacturing documentation confirmed that the device met all requirements for release. The reported blood in the driveline is likely to be iatrogenic in origin. The chain of events described suggests that the driveline may have been inadvertently pierced during the surgical revision of the driveline and removal of driveline velour. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.

Event description:
Approximately four months after the implantation, the patient was admitted with a driveline infection. The patient was treated with antibiotics (route not specified) and surgical revision of the driveline. During the procedure, the surgeon decided to remove the driveline which resulted in about 6 inches of the driveline outer sheath also being removed. Five days later, the patient returned to surgery due to blood in the driveline and to extensive bleeding from the driveline exit site. Two days later, the manufacturer's engineer was asked to inspect the damage to the driveline that occurred during surgery. Evidence of blood near the strain relief were noted. Approximately 5 inches of the driveline outer sheath had been removed towards the driveline exit site including portion under the skin that could not be inspected. The inner lumen remained and initially appeared intact; evidence of blood in the inner lumen was noted. A surgical tie had been applied by the surgeon around the driveline; upon removal, a circumferential cut to the inner lumen was noted. At this time, no controller alarms had been triggered and the patient remained stable. Two days later a, heartware clinical engineers visited the site to apply silicone tape to the outer sheath defect and performed a blood stop procedure. No action could be taken for the portion of the driveline under the skin. The integrity of the driveline had been compromised and it was considered to be at risk for further contamination so the patient was listed for urgent cardiac transplantation. Investigation still ongoing.

Manufacturer narrative:
An initial review of the controller log files indicated that several pump stop events at the time of the patient's admission. Additional information received indicated that these pump stops were related to connection the patient to a driveline extension cable prior to and disconnection of this cable after the surgical revision. Additional information will be submitted within thirty (30) days of receipt.